Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin properly. Reportedly, the pump would not deliver insulin resulting in elevated blood glucose (bg) levels. A manual injection was administered to address bg. After the customer would address bg, the pump would reportedly deliver all the insulin that it previously would not deliver resulting in a low bg. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.